Event description:
A hemiarthroplasty was performed in patient 2006, 5 hours later upon reviewing the post-operative x-rays, the uh1 bipolar head was noted to have disengaged from the c-taper head. A repeated incision was made to fix the implant. Upon inspection of the implant intra-operatively, the surgeon found that the bipolar head and c-taper disengaged as was shown on the x-ray, therefore he decided to replace only the bipolar head with a similar size.